Event description:
It was reported through the litigation process that a patient underwent a port placement procedure on (B)(6) 2011, in the right subclavian vein for intravenous immunoglobulin infusions for lupus. Approximately five years, three months, and fifteen days later, the patient was found to have occlusion of the power port and the subclavian vein, as well as severe phlebosclerosis with evident fibrinous debris involving the superior vena cava. The device was reportedly removed on (B)(6) 2016. Further on (B)(6) 2016, a CT chest examination, a catheter fragment was found within the patient. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported catheter fracture and material separation and port occlusion as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.